Event description:
Customer reported that in 2009, she received adc meter readings of 260 mg/dl, 430 mg/dl and 279 mg/dl that were higher than she felt she was. It is unclear what time these readings were obtained or if they were within 10 minutes of one another. The customer stated she dosed with insulin based on the perceived "high" readings and experienced nausea and "bottomed out". The customer reportedly was seen at a local hospital and treated with a "shot" but she does not recall what specific medication was given or what diagnosis was made. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's meter was returned, investigated and the complaint was not confirmed. No issues were observed and all functional test results were within range specification for the device. No errors were found during control solution testing. Readings of 430 mg/dl and 279 mg/dl were found in the meter, however, they were obtained in 2009 respectively.